Manufacturer narrative:
(B)(4).

Event description:
It was reported that multiple episodes of non-sustained right ventricular oversensing and low voltage, increasing lead impedance were noted. The patient is asymptomatic.